Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 6.6 and 6.4 inr. The corresponding reported lab result was 4.5 and 3.5 inr. These are two different patient comparisons.